Event description:
It was reported that the patient experienced site pain and requested the pacing system be removed. The system was explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the full lead was returned and analyzed with no anomalies found. Visual analysis noted the lead had apparent explant damage. Concomitant product: (B)(4) implantable pulse generator (ipg) 2013 (B)(6). (B)(4).